Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at high output due to apparent dislodgement. It was also noted that the patient experienced hemorrhagic effusion, and a perforation was suspected. This device was successfully repositioned. No additional adverse patient effects were reported.